Manufacturer narrative:
D10 concomitant products: sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36 (lot#:d4a3426fy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a skin suturing procedure in a dermatology clinic, while suturing, the suture thread broke after two stitches. It occurred on two sutures. The continuous suturing technique was employed in an open procedure. The issue was resolved by switching to a product from a different batch. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that inspection of the breathable pouches noted no breaches or damage. Note: one sample was opened prior to preclusion of functional testing. The needle were properly parked in the retainer. Inspection of the retainer noted the suture was/were properly wound and no damage to the retainer. The breathable pouch was opened without any tears of the tyvek packaging. The suture was removed from the retainers without any difficulty. A simple knot was performed on the suture and the knot was pulled tight. The suture ends were loaded onto an instron machine by clamping the ends with cord yarn grips. No suture breaking or fraying was noted while handling/loading the suture(s) into the instron machine. The instron then pulled the suture at a rate of 300 mm/min until the suture broke. The breaking point load force was measured and were found to meet ep minimum individual specifications; however it fell under the minimum average specification. Further functional testing was precluded pending further testing by manufacturing engineering it was reported that the suture thread broke after two stitches the reported issue determined to be manufacturing related the most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.